Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for balloon is (B)(4) and for the pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. A surgical procedure was performed to explant the aus, allowing time for the urethra to heal. A subsequent procedure was later performed to implant a new device. No patient complications were reported.